Event description:
It was reported that inadvertent deployment occurred. Access was gained via the left femoral, with a 6 (B)(6) sheath, for an in stent restenosis treatment procedure from the superficial femoral artery (sfa) to the proximal popliteal. The physician attempted to advance 2 separate innova stents over a non bsc guidewire but the stents started to deploy before entering the hub of the sheath from the force required to advance the stent delivery system over the non bsc guideire. Neither stent entered the sheath or the body of the patient. The physician was able to implant a non bsc stent and post-dilated with a poba balloon. The case was completed with a good outcome and the patient is doing well.

Event description:
It was reported that inadvertent deployment occurred. Access was gained via the left femoral, with a 6 french sheath, for an in stent restenosis treatment procedure from the superficial femoral artery (sfa) to the proximal popliteal. The physician attempted to advance 2 separate innova stents over a non bsc guidewire but the stents started to deploy before entering the hub of the sheath from the force required to advance the stent delivery system over the non bsc guideire. Neither stent entered the sheath or the body of the patient. The physician was able to implant a non bsc stent and post-dilated with a poba balloon. The case was completed with a good outcome and the patient is doing well. Returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, mid-shaft, and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. It was noticed that the stent was partially deployed approximately 1.3cm from the distal end of the markerband. The yellow thumbwheel lock was intact on the device. The pull handle was at the start position. The thumbwheel was rotated to verify functionality of the device. The stent started to deploy as designed with no issues. Research on the use of the guidewire that was used in this case showed that the guidewire was consistent with an .018 guidewire. The .035 guidewire the physician requested was unavailable; therefore, an unrecommended wire was used. This may have contributed to the inadvertent deployment the customer experienced. A .035 amplatz test guidewire was inserted into the device with a slight hesitation due to the kink at the nosecone, the guidewire traveled through the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.